Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited oversensing of noise that was able to be reproduced with isometrics. A revision procedure was performed where the ra lead was surgically abandoned and the crt-d was explanted. A new crt-d and ra lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that a fracture of the right atrial (ra) lead was suspected, but not confirmed.